Manufacturer narrative:
Additional information added to h6 and h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that immediately after starting treatment with a revaclear 300 dialyzer for the first time, the patient experienced swollen and itchy skin, dry cough and cold sweats. Treatment with revaclear 300 dialyzer was discontinued and the patient was treated with vena-ca-b6 (diphenhydramine hcl 20mg), calcium bromide (200mg,) vitamin b6 (5mg) and decadron (dexamethasone phosphate). The treatment was continued with a polyflux 14l with no further issues reported.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.